Event description:
A patient reported experiencing inaccurate erratic results with a lifescan meter. The patient's blood glucose results were 160, 128, 287, 187, 75, 192 mg/dl. Tests were done within 10 minutes with a differecne of 49%. Patient did not experience any adverse events. No further information has been reported.